Event description:
The customer reported to baxter (B)(4) of a clearlink system solution set luer activated valve in which there is "leaking at connection between valve and lure lock adaptor." The event was reported to have occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: six companion samples were received with unopened pouches. Upon visual inspection, no obvious defects were observed. A liquid leakage test for luer slip fitting and algol pull tester were conducted and no abnormalities were found. A luer gauging test and pull tester test was conducted and it was found that both two piece luer bodies from 3 out of the 6 companion samples failed the test which indicated that the two piece luer body was too small. The reported condition was confirmed for 3 out of the 6 companion samples. The root cause was determined to be an undersize/over size mold insert and that inspection performed during mold-start up and in-process failed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.